Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation. On 2 august 2019, it was reported that the ratchet mechanism was not working on a mesher. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) for evaluation. Evaluation of the mesher on 2 august 2019 noted that the handle was jammed and that the comb on the mesher was bent out of shape making it so a cutter was not able to roll smoothly inside of it. Upon further evaluation, it was found that the inner gear, pin, and spring were worn on the ratchet handle. None of the pretests could be performed with the device. The returned cutter was reviewed and noted to have not produced a passing test mesh. At the time of the investigation, the device was still awaiting a decision from the customer on whether to proceed with the repair or to purchase a new product. The device was tested and inspected. While the service technician found that the ratchet handle was jammed and had worn components inside of it, it cannot be determined from the information provided as to what contributed to those components breaking down. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported zimmer skin graft mesher ratchet mechanism was not working and were unable to proceed skin board through rollers. The event occurred during surgery. There was no harm or extension in procedure and an alternate product was available for use. No adverse events were reported as a result of this malfunction.